Event description:
Customer called to report the pump's driver block was not moving. High blood glucose was treated with a manual injection. It was stated that the belt clip broke and the device fell on the machine at work. Troubleshooting was performed. The driver block was not moving. Unit was not exposed to moisture.